Manufacturer narrative:
Device evaluated by MFR: after visual inspection before decontamination process the device no presents anomalies. Device looks fine. During functional check, the steering knob and the tension control knob functioned properly on both lock and unlock position not clicking noise was encountered. Verified ablation using maestro generator 3000 as per product specification. Device within product specification as per product specification. An electrical test was performed using multimeter. Device within product specification. No opens or shorts were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause could not be confirmed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an ablation treatment procedure temperature fluctuations occurred. The procedure was indicated due to supraventricular tachycardia. A blazer ii htd 7/110/2.5/7-4 quad k2 ablation catheter was advanced. During the procedure, the temperature reading on the catheter suddenly increased to 95 degrees celsius with normal impedence noted. While the catheter was removed from the patient the handle made a clicking sound. Upon removal, no char was noted on the tip and no obvious defects were noted. No error code was noted on the unknown generator. The procedure was completed with a new catheter. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during an ablation treatment procedure temperature fluctuations occurred. The procedure was indicated due to supraventricular tachycardia. A blazer ii htd 7/110/2.5/7-4 quad k2 ablation catheter was advanced. During the procedure, the temperature reading on the catheter suddenly increased to 95 degrees celsius with normal impedence noted. While the catheter was removed from the patient the handle made a clicking sound. Upon removal, no char was noted on the tip and no obvious defects were noted. No error code was noted on the unknown generator. The procedure was completed with a new catheter. No patient complications were reported and the patient's status is stable.